Manufacturer narrative:
Concomitant medical products: dtbb1d4 crt-d implanted: (B)(6) 2015; 419388 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to a possible fracture of the right ventricular lead. Fluctuating impedance and threshold measurements were noted. It was also noted that a lead integrity alert (lia) was triggered due to oversensing-noise episodes, short v-v and high rate non-sustained episodes. It was further reported that the oversensing was inhibiting pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.